Event description:
Update: (B)(6) 2013 - decontamination report received. Dor and part/lot information provided. The complaint was updated on: (B)(6) 2013.

Event description:
Update rec'd (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dob. The sleeve and stem are being added to elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain and excessive levels of chromium and cobalt after asr hip implant.